Event description:
The customer reported to baxter (B)(4) regarding the flo-gard IV solution admin set in which black particles were noticed in the filter end of the set. There was no patient involved. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. This darkened (brown) material on the drip chamber is actually degraded material (B)(4). Hence, this darkened material is considered as cosmetic defect "moulding burn marks" embedded in the chamber's wall. The chambers used on this code are purchased from an external supplier. Hence, as a corrective action, this complaint shall be communicated to the supplier for further investigations. Furthermore, baxter shall keep monitoring these events during quality reviews. A batch review was performed finding that no exception/non-conformance reports were documented for this lot.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.